Manufacturer narrative:
The reported field event of radio frequency (rf) telemetry anomaly was confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry anomaly was due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry.

Event description:
Prior the implant procedure, it was not possible to interrogate the device. The device was exchanged to resolve the event. The patient was stable.